Manufacturer narrative:
Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On (B)(6) 2018, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. Fse confirmed the sporadic error 2011 and found the impasse detection setting to be out of specification. Fse adjusted the detection setting, replaced all pumps, pressure sensor, and the solenoid valve. Fse then performed calibration, performed precision, and ran quality controls (qc). All results passed within acceptable range and the error cleared. The aia-360 instrument operates as intended. No further action required from field services. A 13-month complaint history review and service history review for serial number (B)(4) from 01-jan-2017 through aware date 02-feb-2018 for similar complaints was performed. There were three (3) similar complaints identified during the searched period. The aia-360 operator's manual under chapter 7 - error messages and flags, error 2011 is air detected [sample]. This error is generated when there is no contact with the liquid surface after sample suction. The suggestion is for the customer to contact the service department the most probable cause of the reported event was due to worn out pressure sensor and solenoid valve.

Event description:
On (B)(6) 2018, a customer reported getting error 2011 air detected [sample] on the aia-360 instrument. Customer is unable to run patient samples on estradiol (e2), luteinizing hormone (lh ii), beta human chorionic gonadotropin (bhcg), follicle stimulating hormone (fsh). On (B)(6) 2018, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for e2, lh ii, bhcg, and fsh. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.